Event description:
Same MDR ID#: 2134265-2012-01578. It was reported that during an atrial fibrillation treatment procedure, a temperature control issue and char occurred. The blazer ii xp catheter was inserted via the left femoral vein. The treatment site was the cavo-tricuspid isthumus (cti) in the right atrium. The maestro 3000 rf cardiac ablation generator was set at 65 degrees for 120 seconds, however the unit exceeded 80 degrees and the automatic shutoff did not operate correctly. Upon removal of the blazer ii xp catheter, char was noted. The temperature was turned down manually, and the procedure was completed with the same system with a different catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same MDR ID #: 2134265-2012-01578. It was reported that during an atrial fibrillation treatment procedure, a temperature control issue and char occurred. The blazer ii xp catheter was inserted via the left femoral vein. The treatment site was the cavo-tricuspid isthumus (cti) in the right atrium. The maestro 3000 rf cardiac ablation generator was set at 65 degrees for 120 seconds, however, the unit exceeded 80 degrees and the automatic shutoff did not operate correctly. Upon removal of the blazer ii xp catheter, char was noted. The temperature was turned down manually, and the procedure was completed with the same system with a different catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4).